Event description:
The complainant reported that the clinicians were performing the implant of a contour stent in a patient. The complainant reported that the physician pushed the stent into the patient's ureter without leaving the distal pigtail in the bladder and the stent became stuck. The physician then obtained a segura basket and successfully removed the stent from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The device catalog number and lot number are not known; therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device will not be returned for evaluation as it was discarded subsequent to the event; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.